Event description:
It was reported that the patient was seen in the clinic and the clinic staff was requesting the projected longevity of the device based on the current programmed parameters. Upon further discussion, it was noted that the clinician felt the longevity performance of the device was less than expected for the programmed settings and therapy usage. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products continued 507652, implantable pacing lead, implanted: 2005-(B)(6), product ID 694965, implantable tachy lead im planted: 2005-(B)(6). (B)(4).